Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned guidewire had its coil wire unraveled distal to the middle solder and elongated approximately 50cm in length. Approximately 65mm distal to the middle solder the core wires (composed of a straight core wire and a twisted wire) were fractured. By measuring the returned guidewire, the wire tip less than 5mm in length was assumed to be left in the anatomy. There was a bend approximately 8mm proximal to the middle solder. Fracture sites were observed under a microscope. It revealed that each diameter of the core wires and the coil wire was getting smaller towards the fracture surface. This characteristic suggested the guidewire was fractured due to pulling force. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that pulling force exceeding the product's design limit might be inadvertently applied while its distal tip was trapped by the strut of the embedded stent and that force led the core wires to fracture. The coil wire was thought to be elongated along with removal of the guidewire. There was no indication of product deficiency. The warnings section of the IFU states that: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, an asahi guidewire was jailed under a stent put on circumflex (bifurcation lesion). The distal part of the floppy part was impossible to remove from under the stent struts. The physician had to pull the guidewire hard with support of a small balloon. When he pulled, the wire got fractured at 2mm from the tip and was jailed under the stent struts.